Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop, ext high ppeak and circuit occlusion. The customer stated there was a patient on this unit when the reported issue occurred. There was no harm or injury to the patient.